Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm occurred. In 2006, the patient had a taxus express2 2.75x32mm drug eluting stent placed in the left anterior descending (lad) artery. No pt injuries or complications were reported. Nine months later, the pt presented with chest pain and ivus confirmed an aneurysm, measuring at least 6-8 mmhg, in the lad at the site of the previously placed stent. "There was poor opposition of the stent to the anterior wall in this area." At this point, the procedure was stopped and the pt was taken to surgery for coronary artery bypass grafting (CABG). Patient status post surgery is satisfactory. In the physician's opinion, the stent contributed to the aneurysm.